Event description:
It was reported that post implant the pulse generator battery data indicated elective replacement indicator. The device was interrogated a few hours later and found to have normal battery characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.